Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, the pacemaker was found in backup vvi mode. The pacemaker was reprogrammed to resolve the issue. No patient consequences were noted.